Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 19. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.